Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to verify any evidence of fluid intrusion or excess moisture in the drain line. Unrelated to the reported issue, the stm replaced the expired safety disk then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "blood detect" alarm. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.